Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors proximal to the rv coil were observed via fluoroscopy. The lead will be explanted.

Manufacturer narrative:
The distal portion was returned. Externalized conductors due to internal insulation abrasion were found at 11.0-14.3cm from the distal tip. The etfe insulation was intact at this area of internal insulation abrasion. External insulation abrasion was found at 28.9-29.4cm from the distal tip, consistent with lead friction to another device. The etfe insulation was intact at this area of external insulation abrasion. Electrical measurements that could be performed were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.